Event description:
When changing a triple lumen, while threading guidewire, the guidewire unraveled and was caught in the vein. Staff was unable to remove the guidewire and the pt underwent a venous cutdown at bedside to remove the guidewire.